Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with juvéderm ultra¿ xc and experienced edema, erythema and hardening of the treated areas approximately 30-45 days after the application. The physician examined the patient and did not identify collections for drainage. The physician did not perform further exams. The physician hypothesized biofilm and associated it with the juvéderm ultra¿ xc injection. Physician started treatment with predsim, clarithromycin + ciprofloxacin for 20 to 40 days and injected hyaluronidase.